Event description:
Our rep is reporting to us that during an arthroscopic procedure, they could not control the pump's pressure over 50. This resulted in the pt's joint space being overinflated several times. At this point, they stopped using the pump; in an attempt to avoid compartment syndrome, the surgeon applied pressure/massaged the swollen area to move the fluid out, and this caused some extravasation. An extra 6 or 7 mins were added onto the procedure and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.